Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, confirmed the warranty status, and instructed the customer on using multiple daily injections as backup therapy. The customer was guided on placing the pump into storage mode and instructed to return the malfunctioning pump using a pre-paid label within ten days.